Event description:
The user facility reported that the tip is broken (deteriorated protective cover). No patient injury reported. This report is being submitted as a reportable malfunction observed during the evaluation of the returned device. The evaluation reported that the probe unit acoustic lens was found damaged and gap of adhesive on the distal end was observed.

Manufacturer narrative:
The device was returned to olympus regional repair center in hamburg, germany for evaluation. In addition to the reported phenomenon stated in the event description the following evaluation results were reported: the image guide (ig) cover lens on the distal end was scratched, the bending section cover glue (cement) failed during the inspection, insertion tube or connecting tube was found kinked, damaged control unit, the electrical connector was corroded, a play on the bending tube, and angulation wire and failed the image inspection due the damaged or scratched image guide cover lens on the distal end. The device was serviced and returned to the user facility. If additional and relevant information is received later, this report will be updated accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to report source. Report source- checked "other" to correct country to spain. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the cause of the damaged acoustic lens and a gap of adhesive on the distal end likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "do not apply excessive force to the distal end of the endoscope or bend it. Instrument damage may occur. To prevent a water leak, do not apply excessive force when cleaning the endoscope. Do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 19-dec-2021.investigation activities have been opened to manage the actions related to this report and any required MDR reporting.